Event description:
The customer reported that during a nissen fundoplication, oozing occurred although an end tone, indicating a completed seal cycle, was heard. Post-operatively, the patient's hemoglobin dropped from 14.0 to 7.0 and it was determined that some of the seals may be continuing to bleed. The patient was given a blood transfusion and monitored for stabilization. No additional surgery was required. The patient fully recovered and was discharged from the hospital.

Manufacturer narrative:
(B)(4). Date of follow-up report: (B)(6) 2011. The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.